Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer mentioned that the insulin pump was exposed to sweat. Customer's blood glucose was 212 mg/dl. Customer reported the device had been depleting through the batteries faster. After troubleshooting, customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.